Manufacturer narrative:
A4: unk. A5: unk. A6: unk . H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.50/+2.5/105 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a different model/power but same length lens and the problem was resolved.

Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).